Manufacturer narrative:
(B)(4). Actual device returned & evaluated. No failure detected, device operated within specification. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 110-131mg/dl fasting. Verified test strips expire 07/22/2018. Customer's test strips are being stored in the bathroom and opened vial date 10/19/2015. Reviewed meter memory (B)(6). Memory concerns:customers concern: with 212mg/dl on (B)(6) 2015 7:33:00 am.